Event description:
Implant card received for patient that the patient had a replacement. The patient¿s generator and lead were replaced due to battery depletion and broken lead. The explanting facility is a no return site therefore the explanted devices are not available for return.

Event description:
It was reported that the patient was newly implanted. A session report attached indicated that the impedance was high. No additional relevant information has been received to date.